Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected field: h9 - value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the high flow insufflation unit had dark screen and the alarm sounded when the power was turned on due to failure of circuit board. There were no reports of patient involvement.